Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the valved trocars have been leaking for the past two weeks. No patient harm reported.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).